Event description:
Procedure type: lap chole. According to the reporter: the white trocar tip broke off upon insertion but was noticed upon removal. The tip was retrieved from the cavity. There was no report of unanticipated blood/tissue loss, or extended operating room time. No patient injury was reported.

Manufacturer narrative:
(B)(4)